Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device - 3 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient was admitted to hospital due to bleeding and clot from rectum. Coumadin was held for 1 week. Sigmoidoscopy with cauterization of bleeding sites were repeated. Patient was discharged in (B)(6) 2017; however, the bleeding did not stop. Two (2) units of blood were transfused at outpatient. On (B)(6) 2017, the patient was readmitted to hospital and transfused 2 more units of blood. Bleeding resolved on (B)(6) 2017. Patient's anticoagulation regimen included warfarin. No further information was provided.